Event description:
The customer alleged 3 questionable, low urine total protein results that were higher upon repeat testing, when using the total protein in urine/cerebrospinal fluid (tp) reagent. Data were provided for 2 patient samples. Both patient samples were initially tested on (B)(6) 2012 and the results reported outside the laboratory. The results were questioned due to protein being found in the sample upon electrophoresis. Both patient samples were retested on (B)(6) 2012, at which time the initial results were determined to be erroneous. The 1st patient sample was initially tested with a tp of 1 mg/dl, accompanied by a data flag. The sample was retested at an increased sample volume, also with a tp of 1 mg/dl, again accompanied by a data flag. Repeat testing on (B)(6) 2012 produced tp results of 12 and 14 mg/dl. The 2nd patient sample was initially tested with a tp of 1 mg/dl, accompanied by a data flag. The sample was retested at an increased sample volume, also with a tp of 1 mg/dl, again accompanied by a data flag. Repeat testing on (B)(6) 2012 produced a tp result of 6 mg/dl. There were no adverse events; the patients were not treated based on the erroneous results. The tp reagent lot number was 64699401 with an expiration date of (B)(6) 2012. The field service representative determined the gear pump head pressure was well below specification, causing an internal probe wash issue. He replaced the gear pump head and reaction cells. Calibration and quality controls were performed; a precision test was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.